Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for strip lot 471792. Reference medwatch with patient identifier (B)(6) for the unspecified strip lot.

Event description:
Reporter states customer received the following results on the performa nano system within 1 minute: 64 mg/dl (unknown strip lot) and 322 mg/dl (strip lot 471792). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.